Manufacturer narrative:
The three (3) mayfield adult reusable skull pin (a1047) was returned for evaluation: failure analysis - the evaluation could not duplicate the reported complaint. The functional testing of the skull pins with a skull clamp showed that the skull pins were holding pressure and was functioning properly. No slippage or malfunction was observed. With respect to the returned pins; they passed all specific functional testing requirements. Root cause - the definite root cause cannot be reliably determined. The potential root cause of the reported condition is likely improper placement of the skull pins on the skull clamp slots and/or improper placement of the skull clamp during use.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use of mayfield adult reusable skull pin (a1047), the torque screw bounced back and caused patient injury. It was further reported that the patient fell out of the clamp and sustained injury to the head which required stitches. Additional information received indicates that mayfield was applied to the patient with a dens fracture, and the patient was positioned in prone position on the jackson spine table. When the neck was flexed, the mayfield came loose and was then tightened up to 3x in the patient's head, but each time the windings came back and therefore the head was not properly fixed. The patient was put back in the bed again, and severe bleeding was observed at the left parietal side of the patient's head. The surgeon placed 5 sutures and a new mayfield was applied and patient was repositioned. The operation went well, but there was unnecessary skin damage to the hairy head of the patient. There was surgical delay of 45 minutes.